Event description:
Treatment of an aneurysm. During the procedure, it was reported that the axium implant coil could not be detached so a different coil was used to continue the procedure. At this point, the physician was not able to see the marker band on the echelon catheter and a different catheter was used to finish the procedure. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2012-00707.

Manufacturer narrative:
The catheter was returned for evaluation with the distal segment missing. The proximal segment that was returned measured approximately 155.50cm and evaluation of the device could not determine the cause of the event.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).